Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pin of the right atrial (ra) lead was bented and was unable to be connected to the device. The lead was not implanted. Another lead was implanted. No patient complications have been reported as a result of this event.